Event description:
It was reported that, during an unspecified procedure, the wireless foot pedal wasn't working. No patient harm or injury was reported in association with this event. A philips field service engineer (fse) as dispatched to the customer site to evaluate the complaint device. The fse recommended a replacement (B)(4) - wireless footswitch 3p (wfs 3p) to resolve the customer's issue. An investigation has been opened to further evaluate this event. This event is being reported out of an abundance of caution.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch base station won't be able connect to the footswitch. The philips engineer updated the software. System was confirmed to be performing as per specification and returned to use. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a field safety corrective action (z-0476-2022). Philips has attempted to obtain patient information. However, the customer has not provided the requested information. The codes were updated based on the investigation outcome. Device problem code and evaluation method code were corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.